Event description:
Baxter reprots leakage was found from a minicap transfer set during a pt exchange after an unknown period of use. The leakage appeared to be from the inside of the twist clamp. The affiliate reports no pt injury or medical intervention as a result of the incident.